Event description:
It was reported the physician selected a 25mm gore® cardioform septal occluder to treat a patent foramen ovale. During left disc deployment, it appeared the disc may have been deployed partially within the tunnel. The left disc was reloaded and deployed again in the left atrium, followed by right disc deployment. Fluoroscopy and intracardiac echocardiography showed adequate apposition and device was locked and released. Additional imaging then noted a pericardial effusion in the left atrium. The patient was hemodynamically stable. Pericardiocentesis was initiated; however, the physician was unsure if he was in the correct position due to more blood being drained than expected. At this point, the physician opted to send the patient to surgery. The surgeon noted a small nick in the left atrium which resolved with one suture. The patient was doing well following surgery.

Manufacturer narrative:
The device lot number is unavailable; there a review of the manufacturing records cannot be performed. The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.